Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that on the same day of implant of this annuloplasty band, the band was "implanted, then explanted." The reason for explant is unknown. No adverse patient effects were reported.